Manufacturer narrative:
H.6. Investigation summary. A device history review was conducted for lot number 9081788. Our records show that this is the only instance of a this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Based on the description of the event, we were able to determine that the most likely root cause for this event is the forcing of fluid through the device during injection. The bd intima-ii is an infusion only device and is not rated for high pressure injections.

Event description:
It was reported pegasus bl 22ga x 1.00in prn-cap y leaked during use. The following information was provided by the initial reporter: the patient came to hospital's physical examination department for physical examination on august 27. The physical examination items had enhanced CT, so the nurse gave bd biotech's closed needle-proof intravenous indwelling needle for injection of contrast agent. The indwelling needle connecting tube was broken during the process of injecting the contrast agent, causing part of the contrast agent to not be injected. The patient refused to indwell again because the contrast agent leaked a little at the end of the operation. The posterior CT image displayed clearer, and then the medical staff did the explanation and comfort work, which did not cause adverse consequences to the patient, and the patient has no doubts.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported pegasus bl 22ga x 1.00in prn-cap y leaked during use. The following information was provided by the initial reporter: the patient came to hospital's physical examination department for physical examination on august 27. The physical examination items had enhanced CT, so the nurse gave bd biotech's closed needle-proof intravenous indwelling needle for injection of contrast agent. The indwelling needle connecting tube was broken during the process of injecting the contrast agent, causing part of the contrast agent to not be injected. The patient refused to indwell again because the contrast agent leaked a little at the end of the operation. The posterior CT image displayed clearer, and then the medical staff did the explanation and comfort work, which did not cause adverse consequences to the patient, and the patient has no doubts.